Event description:
It was reported that improper labelling occurred. The target lesion was located in the coronary artery. Upon opening the package, a 2.50mm x 15mm nc emerge balloon catheter was selected for use, however; the reported size on the outer label differs from the label inside the box. The procedure was completed via alternative method. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of the box packaging to an nc emerge 2.5mm x 15mm balloon catheter for boston scientific batch 31023884 with a sealed inner packaging and device to an nc emerge 2.0mm x 15mm balloon catheter for boston scientific batch 30372504. Photo media provided by the site depicted packaging to both the outer box (31023884) and the inner packaging with matching device (30372504). The outer box seal showed it was opened and the box was lightly damaged. The outer box was inspected and found to be slightly more damaged than what is shown in the photo media. With no damage to the sealed tyvek packaging, the seal was opened, and the device was microscopically and visually examined. The device presented no sign of use. No damage or irregularity to the balloon catheter was found. Inspection of the remainder of the packaging and device presented no damage.

Event description:
It was reported that labelling issue occurred. Upon opening the package of a 2.50mm x 15mm nc emerge balloon catheter, it was noted that the size label on the outer box was different from the label inside. The procedure was completed with another of the same device. There were no patient complications reported.